Manufacturer narrative:
Block h3: the omniwire was returned for evaluation without the distal section. The distal section includes the distal coil, dome, and shaping ribbon. The returned proximal section includes the composite core, hypotube, distal core, sensor housing, pressure sensor, and core wire. At the location of separation, the core wire was exposed, resulting in the sharp edge observed. The measurement spec of the complete wire is 190 cm ± 5 cm and the returned section measured 190 cm. The missing section length of the omniwire was approx. 3 cm. Block h6: the probable cause of the failure reported is likely due to handling during use. Manipulation and strain can damage internal and external components, resulting in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure in a severely calcified lad. During use, resistance was encountered, and the distal tip broke off inside the patient. Attempts to remove the separated portion with a snare was unsuccessful; thus, a triple bypass surgery was performed for removal. This adverse event and product problem is being submitted due to tip separation, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.